Event description:
It was reported that a spectrum iq infusion pump failed volumetric test twice. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'failed volumetric test twice' was reproduced . A review of the history log revealed no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. The device was tested for flow accuracy and delivered with 5.8325%. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel was out of adjustment. Pressure plate travel requires readjustment and the m2/m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.